Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The circular seal was damaged. Since the clinical obturator was not received, a pmv representative obturator was used for all functional testing. The representative obturator passed through the trocar without difficulty. The obturator shaft assembly cut cleanly and completely through the test media, allowing the cannula to pass through smoothly. In addition, the instruments envelope seal passed an air leak test. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the observed damage may occur if the seal makes contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopic procedure, there was issue with a loss of gas, handling was as usual. After about two hours of operating the trocars started to lose gas, the "lipps" did not close properly according surgeon. This happened with four trocars. No patient information available. There was no patient injury.